Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records provided consisted of billing records and a limited number of medical notes. Based on billing records, the pt underwent several CT scans and wound cultures in 2002, 2003, and 2004, a wound vac was used in 2003, and in 2003 and 2004 the pt was billed for operating rooms. There were no operative reports for any of the procedures that the pt was billed for. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2009-00207 for info related to the other composix mesh implanted on (B)(6) 2001.

Event description:
The initial attorney report alleged pain, explant defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2001, pt underwent placement of two composix meshes. On (B)(6) 2002, pt underwent excision of infected abdominal wall mesh and placement of a non-bard mesh.